Event description:
It was reported that the customer received excessive no delivery alarms. It was also reported that the customer had an occlusion. Customer's blood glucose level at the time 210mg/dl. Unable to troubleshoot. No additional information is provided.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir, showed that it failed per specifications due to the transfer guard was occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.